Event description:
It was reported the patient requested to have his scs system explanted as he did not like the placement of the ipg and believed it was causing pain. Subsequently, the ipg was explanted on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.